Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in (B)(6) was started on duopa therapy. On (B)(6) 2015, patient underwent procedure for percutaneous endoscopic gastrostomy (peg/j)tube placement. On an unknown date the tube was blocked and did not work. On (B)(6) 2016 the j tube was replaced, a knot was identified in the terminal part.